Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer reported to have gone out of town and forgot to take serter. Customer states he was not feeling well. Customer had symptoms of blurred speech. Customer drove himself to the hospital. Customer was in the hospital and was treated with IV fluids and x-ray was taken and blood was drawn. Customer's blood glucose was 400 mg/dl and 620 mg/dl and it was found that cannula was bent. Customer was in the hospital for two and a half hours. Customer will follow-up with healthcare professional.